Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed pressure test at 8.01psi. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not evaluated. To further investigate, a functional test was performed. The device was tested 3 times; all 3 test passed within the internal specification, however, the downstream sensor will be replaced as a preventive measure.